Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) pressure signal does not appear on the screen. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: e1. A getinge field service engineer (fse) evaluated the unit and found that the cable assembly, blood pressure transducer is broken, causing the pressure signal to not appear on the screen. The fse replaced the blood pressure transduce and tested the use of the machine. Pressure is now showing on the screen normally. The machine can be used.